Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor speed was low. The hinge gasket was missing and the ball plunger, lever, reciprocating arm, and sleeve were damaged. The motor, sleeve, hinge gasket, ball plunger, lever, and reciprocating arm were replaced and resolved the reported issue. Device is used for treatment. It was noted the device had not been returned regularly for recommended pm. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the handpiece had a leak. The fault was recognized during an operation but the patient wasn t harmed and there was no delay to surgery. There was no adverse event reported as a result of this malfunction.